Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report possible leaks in the reservoir. Customer reported that she is losing insulin during infusion set changes. Customer stated that it is happening about an hour after the change. Customer stated that she fills her reservoir to 60 units when she changes her sets. Customer stated that on two occasions, after changing out the set, she notices that her blood sugar had plummeted and her reservoir was suddenly down to 40 units. Customer stated that she changed the infusion set and almost delivered the entire vial of insulin. Customer stated that her blood glucose went from 110 mg/dl down to a low 28 mg/dl. Customer's current blood glucose level was 190 mg/dl. Customer treated with food and glucose tablets. Product is not being returned or replaced.